Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got off no power alarm. Customer¿s blood glucose level was 164 mg/dl at the time of the incident. Troubleshooting was assisted and customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that, the battery was not previously used. Customer reported that, the pump was not dropped. Customer stated that this is not the second occurrence of off no power without a low battery warning. The insulin pump will not be returned for analysis.